Event description:
The customer stated that he was taken to the emergency room due to the low blood glucose levels. The customer's blood glucose reading was 36 mg/dl when the paramedics arrived. Prior to the event, the customer was in a restaurant, and was confused. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matches the amount of insulin in the reservoir. The insulin pump also passed the displacement test. The customer later stated that he had treated based on the sensor glucose, not his blood glucose levels. Advised the customer to only treat based on blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.